Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient had a power on reset (por) condition on her device the night prior to report. It was noted that the 'call your doctor icon' was displayed. It was noted that the patient normally charged her device 'every night or every other night.' It was noted that the last time the patient had a full charge was three days prior to report. It was noted that the last time patient felt the stimulation was two days prior to report. It was noted that the por was cleared on the recharger and the patient was able to see the main screen. It was noted that the patient saw all coupling bars darkened, her ins was off and it was ¾ charged. Additional information was requested but not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).